Event description:
It is alleged that "gum damage" occurred which left a scar. The extent of the alleged "gum damage" or the extent of the alleged "scar" is unknown. Attempt was made in 1997 to obtain further info but user facility would not provide any additional info regarding the event. No problem reported relating to the device.